Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button errror. Customer's blood glucose was 82 mg/dl. The customer stated that she just wearing the device on her pocket. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.